Event description:
The event involved a plum 360 device where it was reported that the pump shut off while infusing insulin on a diabetic ketoacidosis (dka) patient. The report shows that the pump was operating on alternate current (ac) mode. There was no delay in therapy and no medical intervention reported, a new pump was retrieved to resume therapy. There was patient involved and no harm or injury to the patient.

Manufacturer narrative:
The device is not available for evaluation since it was indicated that agiliti will perform testing of this unit. The device was not returned to the service hub, therefore, visual inspection and functional testing was not performed. Review of 12-month service history and event history/alarm logs: a review of the device 12-month service history was performed and no similar event was indicated. No event history was received from the customer, a review of the event history / alarm logs could not be performed; therefore, the reported complaint could not be replicated or confirmed. Additional reporter: (B)(6).